Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD), implanted april 29, 2005, is showing a monitoring voltage of 2.9v and a charge time of 7.5 seconds. The patient has not received any shocks nor is there any pacing. The gas gauge is showing only 1/3 left and the physician is concerned with the quick depletion of the battery. Additionally, guidant received information that a device memory disk is enroute for analysis in response to a recent safety communication that was issued on may 12, 2006 for this device model.